Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # +(B)(6). Reporter phone # (B)(6).

Event description:
It was reported the pic ix did not generate an alarm for asystole. The customer indicated the patient had a cardiac pause for approximately 8 seconds, but the monitor displayed a rate around 95-120 bpm. The cardiac ward at the hospital thought the high amplitude of the patient's p-wave may have resulted in the p-waves being counted as qrs complexes, which would result in no asystole alarm. The patient then developed a 3rd degree av block with a rate of 35-40, which resulted in a transvenous pacemaker being placed to treat the patient. The philips clinical specialist reviewed a customer-provided rhythm strip and confirmed the thoughts of the cardiac ward personnel in that the high amplitude p-waves would likely be counted as qrs complexes, in which case no asystole alarm would be generated. It was recommended to change the primary monitoring lead to v2 or another lead when p-waves have a higher amplitude. The impact to the patient was noted as 'low'. Good faith efforts are ongoing.

Manufacturer narrative:
Additional information was received indicating that the device initially reported was incorrect. The correct information will be addressed in 9610816-2024-00647. The field service engineer (fse) confirmed that the speaker cable was damaged during disassembly of the device. This occurred during an fse training class. There was no customer involvement. Based on this information this case was determined to be non-reportable. The fse confirmed that the speaker was replaced.